Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. The reporter alleged that the pump was having an unspecified communication issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings:there were no call service alarms observed in the pump's black box. The pump powered on to verify screen with no alarms. The pump was exercised 24 hours with no alarms or warning sounds occurring.